Event description:
It is reported by (B)(6), nurse of the hospital, that the keel punch broke and has to be replaced.

Manufacturer narrative:
An event regarding a dissociated dowel pin from a triathlon keel punch was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the reported event. The dowel pin was returned dissociated from the device body. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final goods conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the dowel pin dissociating from the keel punch body was the result of a manufacturing nonconformance, where the keel punch body hole was oversized.

Event description:
It is reported by (B)(6), nurse of the hospital, that the keel punch broke and has to be replaced.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.